Manufacturer narrative:
The insulin pump had a blank display, which was isolated to an issue with the mother board. The functional tests could not be performed due to the blank display. The battery alarms and excessive no delivery alarms could not be verified due to the blank display. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed battery out limit and multiple no delivery alarms. The customer stated that the no delivery alarms had been ongoing for about a week. The blood glucose reading was 140 mg/dl. He stated that he had tried multiple infusion sets and new insulin to no avail. He stated that he had not tried all remedies, although there were previous accounts of troubleshooting attempts for similar issues. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.